Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 octrode lead kit, 60cm length; however, it is unknown which octrode lead kit, 60cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000156335.

Event description:
It was reported that the patient felt a buzzing sensation with their system. Reprogramming was unable to resolve this issue. The investigation did not determine which lead attributes to this issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026 in which the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.